Manufacturer narrative:
Vyaire medical complaint number (B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found that the unit did not pass the leak test and the turbine would not turn on. The fsr replaced the turbine, but this did not resolve the issue. The fsr found a lot of soap residue on the flow sensor, diaphragm, and diaphragm housing. The fsr replaced the motor turbine board and the issue remained. The fsr replaced the power supply board and the issue was resolved. The fsr also replaced the led panel and overlay. The fsr performed the operational verification procedure. The device meets manufacturer specifications.

Event description:
The customer reported that the events log showed "low pip", "low ve", "motor fault", and "circuit disconnect." The ventilator was not providing any flow. The events log did not show any signs of a voltage or transducer issue. There were no lights (red nor green) near the turbine on the board. There was no patient involvement associated with this issue.